Event description:
It was reported by the aci sales professional that a patient underwent a coronary catheterization procedure (exact date unknown). It was reported that a fellow, not trained to the use of the mynx, used the device for femoral artery closure following the procedure. The aci sales professional was not present for the case. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported by the physician that the fellow who deployed the device may have over advanced the advancer tube. Bleeding was noted through the advancer tube upon removal. Manual pressure was held for a few minutes and hemostasis was successfully achieved. Several hours post catheterization, the patient complained of leg pain and a cold leg. Distal pulse was absent. The patient was referred to a peripheral interventionalist. It was reported that the popliteal, posterior tibial and anterior tibial were occluded. An atherectomy was performed to open up the popliteal and posterior tibial. The anterior tibial remained occluded but the patient was doing well. No further information was available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use (IFU). In addition, it was reported that the operator may have over advanced the advancer tube. Per IFU, after retracting the sheath and shuttle, and ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers. Additionally, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.